Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the common computer controller (ccc) to resolve the issue. The system has been verified as ready for use. Isi did receive the ccc and performed failure analysis and the reported "system connecting" message at the rear of the robot helm¿ issue was confirmed and replicated. The reported issue is not associated with an error code so it could not be confirmed through lighthouse. Lighthouse also did not return any error logs. The ccc was visually inspected, where no issues were found. The unit was installed onto a known good equipment, fixture, or tool (eft) and powered on where it failed to boot up properly. The ccc was taken to a programming station, where it was verified that it was bricked. As a result of the above findings, the root cause was determined to be a bricked ccc. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and stated that the system was not powering on normally, they were getting a "system connecting" message at the rear of the robot helm. The customer did a power cycle and an emergency power off (epo) at the patient side cart (psc). The customer powered on but it was taking a very long time and we again and had a "system connecting" message at the rear of the robot helm. The robot arm leds turned amber but we still had a "system connecting" message at the rear of the robot helm. The customer stated that there were no fiber status leds illuminated. We did a power cycle and an epo of the entire da vinci system. After powering on again, the system is still getting a "system connecting" message at the rear of the robot helm. The tse explained that they would open up a field service request for the field engineer to follow up. The procedure was aborted with no patient involvement.